Event description:
It was reported that during a precutaneous coronary interventional procedure, the maverick2 monorail balloon ruptured at 12 atms. The number of inflations and to what atms is unk. The 90% stenosed and calcified lesion was located in the non-tortuous mid left anterior descending (lad) artery. The procedure was successfully completed with another of the same device. No patient complications or injuries were noted. Patient status is reported as "good."

Manufacturer narrative:
The device has been returned for analysis; however, additional testing has not been completed at the time of this report. A supplemental report will be filed when the analysis is completed.